Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of noise and non-sustained ventricular tachycardia episodes were noted on the right ventricular (rv) lead via remote monitoring transmission. The patient was admitted to the hospital and an x-ray revealed an indent on the rv lead below the suture sleeve. The rv lead was programmed off. During the revision procedure, the physician confirmed the indent was a fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.